Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed to determine if the device was manufactured within the bounding time period of the field action: z-1268-2019. The following information was requested, but unavailable: can the lot or batch number of the device be confirmed? Where was the cancer in the esophagus? Did the patient receive any preoperative chemotherapy or radiation? What was the procedural approach to the esophagectomy? Where was the anastomosis constructed? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback that the washer had been completely cut and the firing sequence had been completed? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Was a pyloroplasty or pyloromyotomy performed? Was a postoperative esophagram performed prior to feeding? If so, what was the result? Did the patient have any postoperative dysphagia or other swallowing problems? Can a detailed timeline of events, operative notes, or an autopsy report be provided? How many days postoperative was a leak identified? How was the leak identified? Was there a reoperation performed? If so, what was found during the reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Has a cause of death been determined? Does the surgeon believe the ethicon device caused or contributed to the patient death? If so, why? Additional information was requested and the following was obtained: would the surgeon be interested in speaking with ethicon medical and engineering personnel? No. The hospital reject to offer additional information.

Event description:
It was reported that the patient was given the esophageal cancer surgery on (B)(6) 2018, used cdh25a to anastomose esophagus and stomach, no abnormal situation observed in the operation. After operation (specific time is unknown), the patient passed away. Don't know when found leakage; during the surgery, the staple line was complete and good. The batch number which patient was used in the published recall lots list, but jjms does not know specify the lot number now.